Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handpiece of a dermatome does not work. The surgeon wanted to use the dermatome, but it did not move. No injury was reported; however medical intervention was required because a delay of over 30 minutes occurred. The surgery was completed with another device. It was reported that apart from the 30 minute delay, the operation took place without any complications.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.